Event description:
The consumer via the manufacturer's representative (rep) reported that the device was not working as it did for the past few years since the patient got a pain device implanted. The other device had an issue and the interstim implant never worked the same after that. The rep checked to see if the device was turned on. They made sure the battery was not reset and the programmer was still communicating with the device and all 4 programs were available. The program was changed so the patient was experiencing proper stimulation- flutter in scrotum at low amplitude. The patient was told to contact the device manufacturer for an appointment if there were no changes in symptoms in order to check impedances. It was unknown if the issue resolved at the time of the report. There was no surgical intervention planned or performed. Additional information from the rep reported that the device appeared to be working. The patient was indicated for gastrointestinal/ pelvic floor. There was no further information provided about this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.